Manufacturer narrative:
The reported event that 1 nail handle t2 femur was alleged broken could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available to determine the root cause of the complaint event. This is the first reported case with this lot number, the device can be therefore confirmed faultless prior the distribution. A review of the labeling did not indicate any abnormalities. If device is returned or any further information is provided, the investigation report will be reassessed. Device was not received.

Event description:
Broken impactor in targeting device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Broken impactor in targeting device.